Event description:
Consumer reports pump delivering insulin based on the readings from the meter. Meter was not coded properly (meter read 26 - proper coding should have been 19) however, emt assistance/hospitalization was required.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.